Manufacturer narrative:
This was initially reported on the summary report dated 10/14/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence, mesh extrusion and leaking. The plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as acute respiratory failure, pneumonia and lung masses.